Manufacturer narrative:
No product sample was received for evaluation; therefore, visual and functional testing could not be performed. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that network connectivity was not stable. No patient injury was reported.

Manufacturer narrative:
No product sample was received for evaluation; therefore, visual and functional testing could not be performed. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that network connectivity was not stable. No patient injury was reported.

Manufacturer narrative:
Other text: additional information provided in d4 (catalog number). This remediationmdr was generated under protocol (B)(4), as a result of warning letter cms#617147